Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10: section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for malignant pain. It was reported to the rep by the hcp that the patient stated her handset got delayed when it got to 90% when trying to get a bolus, and would also show code 156. An agent reviewed the known issue with patient data services (pds) and how to clear it, and sent information to the rep.

Manufacturer narrative:
Continuation of d10: product ID hh90t01, lot# serial# (B)(6), product type mobile platform product ID a820 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they were having trouble with the handset since they had the pump implanted. Part of the problem was it would take for 3 to 5 minutes to have the pump 'upload the settings' and the same issue happened when they did a bolus. The patient stated they had to reset the handset every time because when the app was open and they had to go back to the app again, the handset would come up with an error and would kick them out of the app. The patient didn't provide the error code. The patient mentioned that the manufacturing representative (rep) helped them to clear the cache but that didn't resolve the issue. The agent reviewed information. The patient mentioned that they gave themself a bolus about 40 minutes ago. The agent walked the patient through clearing the data. They were able to connect without lag. The agent reviewed best practices. Troubleshooting steps taken on the call resolved the issue.